Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the evaluation. The reported event was not confirmed during failure analysis investigation. The instrument was tested with an in-house system and passed both the engagement and self-tests. No related error was found during review of the system logs. Testing found the instrument exhibiting intuitive motion in all directions with the grips properly opening and closing. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observations were noted that not reported by the customer: signs of corrosion were found on the instrument bearings. Bearing found at the proximal end of the main tube exhibits orange discoloration. The root cause of the failure mode corroded instrument bearings is typically attributed to the user. For example, this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The root cause of residue instrument clamping pulleys is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques, such as insufficient flushing. A review of the instrument log for the medium-large clip applier instrument lot #n10210830 / sequence 0198 associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 and no logged usage was found for the documented event date of (B)(6) 2022. The instrument has 47 remaining usable life with no subsequent use recorded after (B)(6) 2022. No image or video clip for the reported event was submitted to isi for review. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: per the description of the complaint, the medium-large clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. At this time, the probable root cause of the alleged medium-large clip applier was unable to apply the clip is attributed to mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the user observed that the medium-large clip applier instrument was unable to apply the clip. Use of the instrument was discontinued. The procedure was completed with no other issue reported. No fragment fell inside the patient and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.